Event description:
The following was reported to hamilton medical ag: summary: tightness test fail and flow sensor calibrations fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause:expiratory valve assembly defective. Correction: replaced defective component.